Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue; behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Using the returned battery cap, the pump powered up with auditory and vibratory features. Moisture was observed behind the display screen. A leak test showed a leak on the display lens. Pump casing was opened and moisture was evident on the printed circuit board. Unrelated to the moisture intrusion issue, the display screen was dim and discolored. In addition, the ¿up¿ arrow button responded intermittently and removal of keypad cover found contamination under the contrast and ¿up¿ button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).